Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she noticed her vision had gradually become blurry. In a follow up, the surgeon reported the patient had not been seen since (B) (6) 2007. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information was requested on 01/26/2010 and 02/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).